Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component codes).

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump's (iabp) fiber optic was broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the fiber optic port to resolve the issue. System tested and returned to service.

Event description:
N/a.